Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product has been removed from service.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was experiencing electrode connectivity issues. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.